Event description:
It was reported that there was no stimulation sensation and it was not working at all. The patient did not feel the stimulation at all. The patient stopped feeling stimulation on (B)(6) 2015. The patient programmer did not allow her to increase. The patient realized she could not increase her settings on (B)(6) 2015. She was unable to adjust stimulation. The patient tried to troubleshoot but did not have any batteries. Her husband ran to the store and got some new aaa batteries. These were put in the patient programmer and still had no luck. They changed three sets of aaa batteries with no success in resolving the issue with the patient programmer. There was a poor communication screen. The husband of the patient attempted to use the patient programmer without the antenna. The poor communication screen was seen again. The patient's implantable neurostimulator (ins) was last checked in 2013. The patient did not have any falls, medical procedures, or trauma on the day she stopped feeling stimulation. After follow-up with the patient, they were still having concerns regarding their device or therapy but was working with a hcp.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v659126, implanted: (B)(6) 2011, product type: lead. (B)(4).